Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's display was blank. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The biomedical engineer (bme) informed the remote service engineer (rse) that they were able to power on the unit, but the screen was blank. The reported issue was confirmed via visual inspection. The rse, with assistance from the bme, confirmed that the device had a 2nd generation light crystal display (lcd). The bme requested the part number of the 2nd generation lcd to order and replace.